Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called to report that they are on the third pump after the first two had several issues, the first pump displayed ¿autofill failure¿ with an axillary iab insertion with a getinge iab. Customer could not relieve the message so they rebooted the pump. When it powered up there was a high pitched ¿alarm¿ and displayed ¿power up test fail¿. Customer switched to another cardiosave iabp. The second iabp that was used had a power up test failure and was switched for a third pump. Pumping was continued and it was noted there was pink froth inside the iab catheter tubing. Confirmed with her that is was the helium tubing, and not pressure tubing. Advised that the iab would need to be removed per IFU recommendation. Customer was advised to place the pump in standby, and clamp the helium tubing prior to disconnecting from the pump. The customer confirmed that blood did not reach the pump. This was done and a physician was notified for removal of the iab catheter. Customer reports that the patient is in good condition. There was no harm or injury reported.

Manufacturer narrative:
Additional contact information: (B)(6). At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called to report that they are on the third pump after the first two had several issues, the first pump displayed ¿autofill failure¿ with an axillary iab insertion with a getinge iab. Customer could not relieve the message so they rebooted the pump. When it powered up there was a high pitched ¿alarm¿ and displayed ¿power up test fail¿. Customer switched to another cardiosave iabp. The second iabp that was used had a power up test failure and was switched for a third pump. Pumping was continued and it was noted there was pink froth inside the iab catheter tubing. Confirmed with her that is was the helium tubing, and not pressure tubing. Advised that the iab would need to be removed per IFU recommendation. Customer was advised to place the pump in standby, and clamp the helium tubing prior to disconnecting from the pump. The customer confirmed that blood did not reach the pump. This was done and a physician was notified for removal of the iab catheter. Customer reports that the patient is in good condition. This report is for the second cardiosave iabp with the power up test failure. The second cardiosave iabp with the autofill and power up test failure and the iab catheter are being reported on separate mdrs.